Event description:
Caller reported a malfunction on the pump with malfunction code malf 0, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump successfully, and the malfunction code did not recur. Caller was advised to continue using the pump and to report back if any malfunction code reappears, which the caller acknowledged and understood.